Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported that x2 splits. Customer not sure of where the leak occurred, but there was no impact on patient besides having the PICC removed and replaced. No other information was provided. This record addresses both devices.